Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague pump with failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, however the root cause could not be determined. No action was necessary repair the reported condition. A follow up report will be submitted if additional information becomes available.